Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an intermittent or latent malfunction within the erbe that resulted in loss of effective bipolar energy delivery from the generator despite normal user-interface indications, was not recoverable through in-procedure troubleshooting or generator restart, could not be corroborated in system logs, and was ultimately resolved only after fse replacement of the erbe, indicating the generator likely contributed to the reported bipolar non-function.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the bipolar mode was not working. The technical support engineer (tse) advised customer to perform some checks, but the customer stated that both bipolar ports were already tested using different cables and instruments. The tse asked the customer whether an audible signal was heard and if the indicator light turned on during delivery; the customer confirmed both. Technical support engineer (tse) requested that the integrated electrosurgical unit (iesu) [erbe] be restarted, however the problem persisted. The surgeon decided not to perform further tests and converted the case to laparoscopic surgery. Tse checked the logs and the error could not be verified. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic surgery with no reported injury.